Manufacturer narrative:
A ge service representative performed an on site investigation. The beam was adjusted to within 3% of the limit of the image receptor. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system beam exceeds image receptor in normal mode. No patient injury was reported.